Event description:
Cpi received information that the patient presented with a heart rate below the lower rate limit and no pacing therapy was being delivered by the implantable cardioverter defibrillator (ICD). Attempts at interrogation were unsuccessful and no tones could be obtained with a magnet application.